Event description:
Add'l info received from reporter on 05/21/2019 for report number mw5086250. Caller received medical records and provided device info.

Event description:
Blood was in my urine with severe abdominal pain. Initial diagnosis was a bladder stone which is unusual with women. Referred to a urologist specialist. After cystoscopy and surgery it was discovered the mesh infiltrated the bladder which allows calculi to grow on it; 4 interventional surgeries since (B)(6) 2018. Most recent was (B)(6) 2019. This was an aggressive surgery and painful recovery which I am still in. There is a team of specialized drs trying to prevent the worst-case scenario to prevent having to go in and remove the mesh because where it is eroding into the bladder is 2/3mm from the left under orifice. Very high risk surgery and I could lose the ureter and possibly the left kidney. Alternate methods to mesh were not an option for me - kegel/pessary, etc. I had severe prolapse where organs involved needed repair/placement. Tvt mesh/bladder infiltrated. Unk, the provider would need to identify which mesh was used. FDA safety report ID # (B)(4).